Event description:
Information received from the field does not address the patient's clinical status but notes noise on the atrial lead. The atrial sensing was turned off until a lead revision could be completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative